Event description:
The pace/sense portion of this lead was capped due to noise. The physician replaced the pace/sense portion of this lead with a pacing lead; the defibrillation portion of this lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the ICD data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data were inspected. The analysis revealed the presence of noise in the right ventricular channel, confirming the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available no further conclusions can be drawn.